Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of 40 mg/dl. Customer was treated with glucose tablets for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer did not allege insulin pump was over delivering. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.